Manufacturer narrative:
A return request was made for the product to be returned once explanted. Information suggests this device remains in-service. Should additional information become available this event will be updated. The device was explanted, returned and detailed analysis is pending.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a charge time of 21 seconds and had declared the elective replacement indicator. Technical services discussed issue and recommendations. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.